Event description:
This rv lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2018 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).